Manufacturer narrative:
The measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw material testing certificates and the mfg papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with international standard iso (B)(4). The fracture face is homogenous which indicates material conformity. No product fault could be detected.

Event description:
Device repot from (B)(6) indicates a plate implanted on the cubitus bone broke post operatively.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Device manufacture date corrected from 02/01/2011 to 01/31/2011.